Event description:
Received report that both vent screens went blank during the power outage when generator kicked in even though plugged into red outlet. Vent resumed normal operation without incident after the event. Unable to recreate, ventilators function without issue when wall power is lost.